Event description:
The catheter was placed in (B)(6), 2006. The catheter will have to be removed because the extensions are now full of kink marks and they cannot continue to use it without putting splinters on them to keep them from collapsing.

Manufacturer narrative:
The complaint that the extension legs on a 19 cm hemosplit catheter were full of kink marks was confirmed, but the cause is unk. The catheter was rec'd in two segments. The catheter had been cut 0.3 inches distal to the bifurcation. The tubing on the catheter was slightly discolored yellow. The extension legs were discolored orange and contained multiple latitudinal impressions, possibly where the extension legs had been clamped. The clamps were engaged on the extension legs. When the clamps were released, the extension legs remained compressed where the clamps were released, the extension legs remained compressed where the clamps had been. Microscopic observation (20-50x) was conducted on the catheter ends. Both ends contained striations and a semi-glossy veneer. These characteristics indicate that the catheter had been cut with a sharp object. This was probably facilitated by the complainant as to render the device non-functional. A bubbling leak was seen emanating from the distal segment of the catheter when it was infused and hydraulically pressurized. Microscopic observation of the leak site revealed three small diagonal splits located between 0.8 and 0.9 inches measured from the proximal end of the distal segment. The splits were parallel to each other and were slightly wider on one side than the other. It is possible that this damage occurred to the catheter during removal. The damage on the extension legs appears to have been caused by the extension legs being clamped multiple times and possibly by chemical degradation. The catheter had been implanted since (B)(6), 2006. The date of the incident was (B)(6), 2009. Gross visual and microscopic examination, as well as functional testing, revealed no evidence of defect or deformity related to the mfg process. A chr of lot# reqc0046 showed no other similar product complaints from this lot.